Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen complete knee solution lps-flex articular surface, catalog #:00596404210, lot #: 62841549. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left knee arthroplasty. Subsequently, patient was revised due to loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 medical devices: nexgen femoral component option size g left catalog#: 00596401751 lot#: 62964494. Nexgen articular surface size gh 10 mm height catalog#: 00596404210 lot#: 62841549. Palacos r+g (1x60) catalog#: 660177772 lot#: 79910088.

Event description:
It was reported that patient underwent left knee revision approximately three years post-implantation due to pain and loosening of the tibial tray. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: normal labs for inflammation and infection; pain; swelling; tense effusion with synovial thickening. Femoral component solid and retained. Tibial component loose & removed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Review of the available records identified that there is evidence of abnormal lucencies and osteolysis involving the left knee arthroplasty that could result in clinical loosening. The visual examination found nicks, gouges, and micro-motion which indicated a sign of wear. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.